Manufacturer narrative:
The device was received for evaluation. During visual examination, a leak was observed in the port tube seal. Underwater leak testing was performed and a leak was noted. The reported condition was verified. The cause of the condition is related to machine failure. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2l eva tpn empty bag leaked through one of the ports. This occurred during setup. There was no patient involvement. No additional information is available.